Manufacturer narrative:
The event device has been returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: na. Event description: "the seal part was torn." Additional information received via email from (B)(4) sales manager on august 10, 2017 - "the seal torn during surgery. It was noticed because of the gas leak. It was a very small piece missing, but couldn't find any particle. [Stapler, energy device, and retrieval bag] were being used at the time of event. There was no special injury." Type of intervention: na. Patient status: "no special injury."

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering found the septum, an internal rubber component of the seal, was torn with no pieces missing. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.